Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed the two devices were each returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle for both devices. The knot is tightened down for both devices. Device one: the actuator is in the pre-t1/post-t2 position. Device two: the actuator is stuck at the tip of the needle and the needle assembly is bent. Bio debris is present on both devices. A functional evaluation was performed on the returned device and found device one cycles as intended. Device two cannot cycle due to the stuck actuator. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during an arthroscopy, two (2) fast-fix 360's t2 anchors were deployed and it failed to secure on the meniscus. T1 anchors remained secured inside the patient, and the t2s were removed from the patient due to the issue. The procedure was successfully completed with a surgical delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, two (2) fast-fix 360's t2 was deployed and it failed to secure on the meniscus. T1 remained secured inside the patient, and t2 was removed from the patient due to the issue. The procedure was successfully completed with a surgical delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.